Manufacturer narrative:
One cadd legacy pump was returned for analysis. Visual inspection performed, and product found in good condition. Event history log review was performed and found evidence of reported problem. Visual inspection and user mode testing were performed. The customer's reported "ec 1870/1871" problem was not duplicated. According to the investigation this is a motor timeout error that can be caused by debris, a broken optic sensor, locked motor or faulty main board. One instance of this error was recorded in the event log. This pump was recently in for service for keypad issue and physical damage to the housing. Further internal inspection of the pump didn't reveal any specific issues, but the motor would not always turn when rotating by hand. According to the investigation, although the problem was not specifically determined, but there was some evidence of wear and possibly debris preventing full freedom of movement of the motor. The investigation reports that the pump will be disassembled, inspected and cleaned and the pump motor will be replaced as pm. The problem source of the reported problem is unknown.

Event description:
Information was received indicating that during bench testing of this smiths medical cadd legacy pump, the pump exhibited "lec 1870". No reported adverse effects.